Event description:
This is the second of two reports from the customer regarding the same event.

Event description:
A surgeon reported leaky trocar valves during two separate vitreoretinal procedures. There was no patient harm as per the reporter. Product sample was requested for this report. This is the first of two reports for the same. This is the first of two reports from the customer regarding the same event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Twelve opened trocar cannula and hub assemblies in pouches were received for the report of leaking valves. The returned samples were inspected and observed to have the following visual results: 4 of the 12 returned opened samples were determined to be visually nonconforming (damaged septums). A device history record review for each of the lot was conducted. According to the device history record review the product was released based on the product¿s acceptance criteria. The root cause could not be determined as it is unknown how or when the four samples became damaged. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).